Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 2 years and 3 months. The pump was not explanted; however, the system controller in use with the patient at the time the event was received for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was found deceased in their home on (B)(6) 2017 by family members. During vad interrogation with family members it was determined that there were red heart and no external power alarms observed. The cause of the death was not determined; however, was not thought to be device or therapy related. Log file analysis completed by the manufacturer¿s technical services representative revealed that no external power alarm was due to batteries running low on (B)(6) 2017. Everything was running properly after power sources were changed. On (B)(6) 2017 at 11:20 am was captured that the patient was on fully charged batteries. On (B)(6) 2017 at 5:26 am, the system controller backup battery was activated due to external batteries being depleted. The backup battery then depleted and the pump stopped. No additional information was provided.

Manufacturer narrative:
The investigation confirmed a pump stoppage via the submitted system controller log file. The log file contained approximately 11 days of data. On (B)(6) 2017 at 03:58 the low battery hazard alarm activates per design when the battery connected to the black power cable falls below the low voltage hazard threshold. At 04:06, the no external power alarm activates indicating that the batteries had been completely depleted and the backup battery was in use. The alarm cleared when the controller was reconnected to a power source. On (B)(6) 2017 at 05:26 the low battery hazard alarm activates per design when the battery connected to the white power cable falls below the low voltage hazard threshold. At 05:32, the no external power alarm activates indicating that the batteries had been completely depleted and the backup battery was in use. In the next event following the no external power the time stamp read 1/1/01, the motor was stopped, and the backup battery was uninstalled. This sequence of events indicates that the 14v batteries and backup battery had been completely depleted stopping the pump for an unknown amount of time. When power was restored the driveline was still connected and the pump returned to the set speed without issue. The yellow wrench advisory alarm was active and remained active due to the clock not being set. There were no other notable alarms active in the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.